Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On an unknown date post index procedure, the patient experienced an ischemic stroke. No further information was provided.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2020 as this was the date of the procedure.

Manufacturer narrative:
Section a: initial reporter: updated. B3: date of event: corrected. B5: describe event or problem: updated. B7: other relevant history: updated. Section d: suspect medical device: updated. Section e: initial reporter: corrected. H6: evaluation method codes: updated.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. On an unknown date post index procedure, the patient experienced an ischemic stroke. No further information was provided. It was further reported that an atrial fibrillation ablation was performed in (B)(6) 2021. Prior to the implant of the watchman laa closure device, the patient was taking xarel to 10mg. The symptoms of focal/regional or widespread neuropathy and cva occurred on (B)(6) 2022. The patient's medication rivaroxaban was changed to clopidogrel. The symptoms of lower extremity neuropathy remained for 1 week post cva. The patient's symptoms have improved.